Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented for a routine follow-up, the estimated device longevity had prematurely declined within a five month period. The device will be monitored until it reaches elective replacement indicator. The device will be replaced once it reaches elective replacement indicator. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported longevity anomaly was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found. The cause of the longevity anomaly could not be determined.

Event description:
New information received states the device was explanted and replaced. No further information is available.